Event description:
The distributor reported that the ivent was recently received from the ge healthcare service depot. The distributor placed the unit in a homecare setting on a spontaneously breathing pt. The unit appeared to be working properly. At some point later, the distributor was notified that the ventilator stopped working without an alarm. There was no reported pt injury. The distributor inspected the unit and noted that the ivent screen was blank and it was not ventilating. The distributor reportedly turned the unit off and on an unspecified number of times, and the unit started working. Ge healthcare¿s investigation is ongoing. A follow up report will be submitted once the investigation has been completed.